Manufacturer narrative:
Mml complaint reference #: (B)(4).

Event description:
It was reported that the patient who was implanted with the reactiv8 system could not start stimulation therapy anymore. Revision surgery was performed to remove the initial leads, and new leads were implanted. The revision surgery was successful, with no report of patient harm or injury resulting from the revision surgery.

Manufacturer narrative:
It was reported the leads were out of range, and the patient could not start stimulation therapy. The lead assemblies were returned and evaluated. The analysis confirmed lead conductor fractures were the cause of out of range conditions observed with the percutaneous stimulation lead. The reported symptom was verified. Mml complaint reference #: (B)(4).